Event description:
It was reported that this right ventricular lead was capped due to a product performance issue this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).